Event description:
During preparation for use of the pump system for cardiopulmonary bypass surgery, the roller pump display was garbled when the pump system was turned on. An alternate pump was used. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.